Event description:
A medtronic ent rep reported that during an fess procedure, the software was not responding while in the navigate task. They discontinued the use of navigation and did a hard shut-down. The procedure was completed with no impact to the pt.

Manufacturer narrative:
No parts or archives have been received by the MFR for eval.